Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A non-bsc balloon catheter was initially advanced for dilation but the balloon had ruptured upon inflation. Subsequently, a 1.2mm x12mm threader¿ micro dilatation catheter was advanced to dilate the lesion. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was contrast and blood in the inflation lumen and balloon. There were numerous kinks throughout the hypotube of the device. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, multiple streams of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A non-bsc balloon catheter was initially advanced for dilation but the balloon had ruptured upon inflation. Subsequently, a 1.2mm x12mm threader micro dilatation catheter was advanced to dilate the lesion. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.